Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electromagnetic field immunity test failed due to the cable being out of electrical specification. It was also noted that the label was missing the backing. Concomitant products: product ID 2090 programmer; product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer powered on to a black screen and did not proceed to the "interrogate" screen. It was further noted that the keyboard top was broken. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.